Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported sharp watchdog timeout error which were reproduced upon power up of the device. And found to be caused by a known software anomaly. The processor pcb was replaced and software v8.00.03 was installed to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a sharp watchdog timeout error while running an infusion of fentanyl on (B)(6) 2017. As the pump would not restart due to the alarm, a new device was swapped with the reported device to continue the infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.